Event description:
The company was informed that the pt underwent an MRI procedure with internal magnet in place. An x-ray showed that the magnet is out of the normal location. A revision surgery to replace the magnet will be scheduled.